Event description:
It was reported that t2 did not deploy. There was no delay or patient injury reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery systems was returned for evaluation. Only the insertion device was returned no suture or ts. The actuator is at it post t2 deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. This investigation could not identify any evidence of product contribution to the reported complaint. Further investigation is not warranted at this time.